Event description:
According to the complaint, there was hairing crack on the syringe. It was reported, that the nurse doing the cord gases stated the syringe exploded, covering her face and mouth in blood. It was since confirmed, that nurse was not infected with any disease and did not require any treatment as a result of the incident.

Manufacturer narrative:
Mfg date: there are 2 device manufacture dates. Lot up21 (04/08/2016) and lot up04 (03/18/2016).

Manufacturer narrative:
Radiometer has checked the reference stock and did not find any defects.

Manufacturer narrative:
The defective device was returned to radiometer and investigated. It was concluded, that this error is related to the label machine. The cylinder got stuck in the label machine and this has caused the cylinder to crack. The error is this evaluated as an isolated case.